Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had not worn her insulin pump in a month because she was in the hospital. The battery was dead but when she replaced it, the insulin pump alarmed battery out limit and unexpected restart. In the alarm history there was a displayable history check failed on startup alarm. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. The customer was hospitalized due to high blood glucose levels. Her blood glucose level was not reported. The tubing had an air bubble. The insulin pump was not delivering insulin due to the air bubble. The device was not returned.